Manufacturer narrative:
(B)(4).

Event description:
Procedure type: according to the reporter:colectomy. The first cartridge was used without incident. After the second cartridge was loaded, the instrument was placed on a table and begun to calibrate. A third cartridge was loaded. All three indicator lights were illuminated and the cartridge was then clamped on tissue. It opened, closed and manipulated without incident at first but calibration started by itself again. It moved to neutral position on its own. Ultra handle was used without further incident. There was no patient harm. Operating time extended less than 30 minutes. There was no additional tissue resection. There was no tissue damage. Nothing fell into the patient cavity. There was no bleeding.

Manufacturer narrative:
(B)(4).